Event description:
In 2005, the patient suffered severe baclofen withdrawal and required a 5 day hospital stay. No alarm sounded. The pump was investigated and no malfunction of the pump was found. They determined that a small blockage in the catheter may have been the cause and it resolved by itself.

Manufacturer narrative:
Catheter.